Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in h11 have been updated. H6 codes were added: device code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the patient's septum was "presumed to have significant scar tissue/patch." Scar tissue or a septal patch can reduce flexibility and distort the transeptal passage, which may increase resistance and lead to difficulty advancing the delivery system with the crimped thv across the septum. When advancing through stiff or non-compliance tissue, the valve may momentarily hang up on the septal edge, which could also contribute to difficulty during withdrawal attempts. If additional manipulation was applied to overcome this resistance, it may have contributed to the crimped thv becoming dislodged from the delivery system, as reported. As such, available information suggests that patient factors (scar tissue/patch) and procedural factors (device manipulation) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, an emergent transcatheter mitral valve replacement (tmvr) procedure done on extracorporeal membrane oxygenation (ECMO) was performed to implant a 26 mm sapien 3 ultra resilia valve in a failing surgical mitral valve. During the procedure, the valve was unable to cross the septum, and when the delivery system was pulled back, the crimped valve slipped off the balloon. After many attempts, the valve was removed from the septum using different snares and it remained lodged in the right atrium. It was noted that the patient was very ill and had been hospitalized a couple of weeks prior to the emergent tmvr. As the valve placement was unsuccessful, it was decided to abort the case and continue with comfort care/hospice. The patient was transferred to a higher level of care. Per report, the patient was presumed to have significant scar tissue/patch, which may have resulted in the difficulties crossing the septum.